Manufacturer narrative:
Upon eval, the MFR found that the epoxy cement used to secure an internal screw in the deflecting tip of the obturator had deteriorated over time. This allowed the screw to shift, and as a result, the obturator locked in a deflected position. To counter this phenomenon, the MFR has validated a change to a laser welding process.

Event description:
The customer returned 2 obturators to co's repair facility with no paperwork indicating why they were being returned.